Manufacturer narrative:
Diagnostic and functional testing was performed at the philips authorized repair facility. Results of functional testing verified reported issue. The x3 module consistently displayed the speaker error, indicating a potential failure either in the speaker assembly or the sound amplifier on the main board. To resolve the issue, it was recommend replacing the speaker assembly and main board. Based on the information available and the testing conducted the cause was the speaker assembly. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue x3 patient monitor indicating that the speaker malfunction error message. The device was in clinical use at time of event, there was no adverse event reported. The biomed was unable to confirm if there was sound present at boot up.